Event description:
The scrub nurse reported that as the surgeon arrived at the "fluid air exchange" (fax) portion of the procedure, the system failed to deliver air through the infusion line. No air flowed past the duckbill valve. No known patient harm. Additional information has been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).